Event description:
The customer reported to olympus, the video system center video connector terminal broken. When the issue was found is unknown. The device was returned for evaluation. During the device evaluation, due to broken video connector terminal image cannot be displayed was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction documented in b5, the evaluation findings are as follows: the video connector lock failure and the internal battery was depleted. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. However, it is likely the following led to the malfunction: the broken video connector terminal. The terminal was likely damaged by contact with a dented area on the video connector side of the ltf-vh. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the intended procedure was therapeutic and was completed using a similar device.